Manufacturer narrative:
In follow-up with the physician he stated he has no concerns with inflammatory response associated with the intraocular lens. Iol remains implanted.

Event description:
The physician reported he observed 1+ corneal edema, 1+ flare, 20/25 uncorrected distance and j10 near vision at one day postop routine cataract surgery with iol implant. No additional information available at this time.

Manufacturer narrative:
The reported intraocular lens remains implanted. A review of the batch records for this iol indicate the product met release criteria. Testing of lenses from the same batch record did not reveal any contaminants. No root cause for this inflammatory reaction was found and our investigation reasonably suggests this adverse event is not manufacturing related. Lens remains implanted